Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark self-starting variable screws fractured at c7 approximately 4 to 6 months post-operatively. Revision surgery has not been scheduled. This report represents the second of two screws.

Event description:
It was reported that two ozark self-starting variable screws fractured at c7 approximately 4 to 6 months post-operatively. Revision surgery has not been scheduled. This report represents the second of two screws.

Manufacturer narrative:
Visual inspection: screw fracture was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.